Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
Ikaria inomax ds delivery system started leaking from the back and system reading 0 nitric being delivered. System changed out, no adverse event to infant. Later notified of recall and reporting to FDA medwatch.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.